Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 at 10:30 am that they were in the emergency room due to a low blood glucose of 29 mg/dl. They were wearing the insulin pump at the time of the hospitalization. They were treated with glucagon injection. They went home after the treatment. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. The incident had occurred around the time of the recall of infusion sets. The customer¿s current blood glucose was 150 mg/dl. The insulin pump will not be returned for analysis.